Event description:
According to the distributor's report, a doctor was repairing a laceration right below the eyelid. During application, some of the adhesive dripped toward the eye. The doctor asked the to have the adhesive wiped away. The adhesive was mistakenly wiped towards the eye and some got into the patient's eye. The doctor separated the eyelids and wiped the remaining adhesive away. There were no serious consequences to the patient.